Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient bmi? What color and product code of cartridges were used throughout procedure? Was buttressing material used? Were there any staple formation issues noted during care of patient? How was the leak identified? Was the site of leak located? How was the leak treated? Does the surgeon believe the leak is related to a deficiency of the ethicon device?

Event description:
It was reported that 10-15 days after obesity surgery, fistula appeared on patient doctor doesn't know if it occured exactly at the junction of staple line. Patient is good .